Event description:
It was reported that a shaver left metal shavings in the pt.

Manufacturer narrative:
Final device investigation of the shaver revealed no metal shavings in the device or in the returned packaging visible under magnification. Several nicks were noted on the distal tip of the outer shaft.